Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to instability. Primary operative notes (B)(6) 2020 indicate the patient received bilateral total knee replacements due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2021 indicate the patient¿s right knee is doing well. The left knee is noted to have felt a large pop while getting back into bed. She felt like her knee shifted. She had to move her knee and then it felt better, but it was quite swollen. The left knee that is very sore and very unstable. Physical exam of the left knee reveals gross instability with pcl dysfunction and decreased range of motion. Radiographic impression: stable knee arthroplasty on the right. Question poly spinout and the poly 180 degrees from optimal position left knee. Revision operative notes (B)(6) 2021 indicate the patient received a left total knee revision due to global instability, swelling, mcl insufficiency, pcl rupture, spinout of the tibial bearing 180 degrees and tibial-femoral subluxation. Insert and femoral component revised. The surgery was completed without indication of complication by the surgeon. Date of implant: (B)(6) 2020. Date of revision: (B)(6) 2021. (Left knee). Revision of the femoral and insert components.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.